Event description:
It was reported that on (B)(6) 2024, during a novasure procedure, the physician reported that the procedure went successfully without any incident. On october 16th the patient complained of abdominal pain and vomiting. Patient was admitted to the hospital where the physician performed a laparoscopy which revealed two small circular spots on each side of the patient´s uterus. The physician suggested a hysterectomy at that time. The patient stayed overnight and was on observation then discharged. The patient returned on (B)(6) 2024, where the hysterectomy was performed and at that time a burn to the bowel was observed. In that moment a bowel resection repair was performed and the patient discharged on (B)(6). On (B)(6) the patient was still not feeling well and was admitted for dehydration and vomiting. Patient was discharged on (B)(6) 2024. No other information available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.